Manufacturer narrative:
Additional information received on 19 july 2017 and includes: strep. Agalactiae (group b) is the pathogen.

Manufacturer narrative:
Batch review performed on 17 may 2017. Lot 134433: (B)(4) items manufactured and released on 23 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The infection is unknown, the pathogen may become available in the future. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.